Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during the coronary angioplasty with the 2.75x48 mm xience sierra in the moderately calcified, moderately tortuous right coronary artery, a proximal edge dissection occurred. A 3.0x18 mm xience sierra was used to seal the dissection and complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.